Manufacturer narrative:
Batch review performed on 19 december 2019: lot 150868: (B)(4) items manufactured and released on 11-jun-2015. Expiration date: 2020-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
The patient came in complaining of pain due to a loose stem. The surgeon revised the stem and head with another company's product and revised the liner with a medacta liner. The surgery was completed successfully.